Event description:
Reporter reported that a cryocyte bag broke during thawing. The bag conatined 75 ml of saline and was being used for test purposes. A controlled rate freezer was used to cool the bags prior to placing them in liquid nitrogen vapour phase for storage. The thawing was performed at 37 degrees c under controlled conditions. Baxter has requested the sample for evaluation.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages.